Event description:
It was reported that during surgery device malfunctioned. Backup device used and no impact to the patient was reported.

Manufacturer narrative:
The accord tensioner was returned and evaluated. The visual inspection of the accord cable tensioner revealed no apparent damage that would cause a failure of operation. The device was manufactured in 2005 and exhibits signs of wear and use. No functional testing could be carried out as the tensioner still had a wire lodged inside. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history for the associated batch did not reveal additional complaints. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.